Event description:
The patient was having a vp shunt placed on their right side with use of our axiem navigation system. We plugged in the stylet for the stealth axiem. After draping the sterile field, it did not register on the device. We had to open a whole new package and then the stylet connected.